Event description:
On 20-jul-2023 IV: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned used device (1 tube) showed that all test results were within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On 26-apr-2023, the patient reported an issue with her infusion set when she took the applicator off, the infusion set's tubing was unhooked from the piece in her skin. Therefore, she put it back on and then her blood glucose level started to go up and she noticed that the set was not staying attached to the piece in her skin (at the quick release) while she was around her house. The site location was patient's abdomen, and the pump was in right pocket of her pants. Moreover, the infusion set had been used for 4 hours. Reportedly, the infusion sets were stored in the bedroom closet in a plastic crate. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 131 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, the patient reported an issue with her infusion set when she took the applicator off, the infusion set's tubing was unhooked from the piece in her skin. Therefore, she put it back on and then her blood glucose level started to go up and she noticed that the set was not staying attached to the piece in her skin (at the quick release) while she was around her house. The site location was patient's abdomen, and the pump was in right pocket of her pants. Moreover, the infusion set had been used for 4 hours. Reportedly, the infusion sets were stored in the bedroom closet in a plastic crate. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 131 mg/dl. No further information available.